Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, interrogation of the device revealed multiple non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. Programming changes were made and the patient was stable before and after the changes.